Event description:
Customer's mother reported that the customer had a blood glucose level of 500 mg/dl that she was advised by a hospital was due to the insulin pump. Troubleshooting showed that the insulin pump was functioning properly. Blood glucose level was 526 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, and a scratched keypad overlay.